Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left bundle branch pacing (lbbp) lead failed to advance further into the septum. Additionally, the physician was unable to remove the lbbp lead due to the lead helix failed to retract. The lbbp lead was capped and replaced on (B)(6) 2025. There were no patient consequences.